Manufacturer narrative:
(B)(4). The complaint neopuff has not been returned to fisher & paykel healthcare. The customer had requested a service of the device but our (B)(4) regional office does not have a servicing facility at this stage. From the information provided by the customer it appears possible that the manometer or the valve assembly may not be functioning correctly. A lot check revealed no other complaints for the neopuff for lot 080414. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. It must be noted that the subject neopuff is six years old. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. During valve assembly a bead of loctite 4014 is applied around the full circumference of the retaining ring's outer lip. The valve knob is rotated fully clockwise and anticlockwise, and the valve must move freely and stop firmly at each end of travel. Any valves that do not meet these criteria are rejected. In addition to the set-up checks, the neopuff technical manual advises that "the integrity of the system and manometer should be checked prior to first use, annually and after servicing" by qualified personnel or an authorised fisher & paykel healthcare representative using the tests described in the manual.

Event description:
A hospital in (B)(6) reported via our distributor that the manometer needle of a neopuff infant resuscitator did not point to accurate pip (peak inspiratory pressure) and peep (peak end expiratory pressure) but was moving back and forth in th pip range. They further reported that the peep would not go higher than 5cmh2o even though the gas supply was set to 10~15l/min. No patient consequence was reported.